Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information was provided regarding this event. The procedure was not completed. The customer had to change rooms. Additional information was requested regarding the reported event.

Manufacturer narrative:
Corrected data: d8 (¿yes¿ was selected in error on the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the non-olympus lamp not lighting up could not be identified. However, it¿s likely the cause is related to the installation of a non-olympus lamp. The event can be prevented by following the instructions for use which state: [warning] non-olympus equipment can cause instability of the automatic brightness adjustment. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the evis exera iii xenon light source bulb was changed, and images were still dark. The event occurred during a colonoscopy. There was no report of medical intervention, prolonging of procedure or patient harm.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. A non-olympus lamp was not lighting the unit. The front panel was cracked. A bad scope socket caused air to leak. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.